Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips fell from the applier without forming properly. There were no patient consequences. Another instrument was opened and worked.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the el5ml device found that it was received in good visual condition. Upon evaluation the trigger was difficult to cycle and no further functional testing could be performed. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted on drive bar and corrosion on the shaft internal components was noted. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. In addition 6 clips were found in clip track inside the tube. The batch record was reviewed and no anomalies were noted during the manufacturing process.